Manufacturer narrative:
The customer contacted the customer care solutions center for remote support. The customer indicated that at the time of the call, the monitor in the bed in question was connected to a patient and both the monitor and central were working properly. Onsite evaluation of the product was not performed. The biomed provided logs files which were reviewed in research and development. The logs demonstrated only frequent detune/standby states occurring beginning at 16:35 which would have been prompted by user interactions with the device but no specific cause for the issue described by the customer. The customer indicated that at the time of the call to the solutions center, the device was operational and remains in use at this time. The specific cause for the issue described was not determined but will be considered to have potentially been a malfunction at the time of occurrence.

Event description:
The customer reported that a patient death occurred on (B)(6) 2016 and when a monitor technician was attempting to print strips, the central made a "beep" sound and then all data was lost. The customer indicated that the issue occurred after 16:30 in bed 3103. A patient death occurred. The customer has not alleged that the device was a factor in the death.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient death occurred on (B)(6) 2016 and when a monitor technician was attempting to print strips, the central made a "beep" sound and then all data was lost. A patient death occurred.